Event description:
The customer reported to olympus that the gastrointestinal videoscope had angulation cannot be adjusted issue. The issue occurred during an unknown procedure. There were no reports of patient harm. The procedure was completed using similar device. The device was returned for evaluation. During the device evaluation, it was found that there was foreign material from suction port due to the clogged suction tube of universal cord. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned and evaluated; and the customer¿s allegation was confirmed due to inadequate cleaning .in addition to the reportable malfunction documented in b5, the additional evaluation findings are as follows: switch one was cut off, angulation malfunction was in the up direction due to the worn angle-wire, the gap on upward and downward angulation control knob was out of standards due to the worn angle-wire, there was waterproof failure due to the cut switch one ,water-piping function was out of standards due to the deformed nozzle, adhesive of the bending section cover was broken, light guide bundle was abnormal, connecting tube was corrugated, connecting tube was dented. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Due to the nature of the reportable event (foreign material from suction port due to the clogged suction tube of universal cord), follow up regarding the cleaning sterilization and disinfection (cds) processes performed at the user facility was requested. Customer provided the following information: device was cleaned, sanitized and disinfected prior to sending the device for repair. Facility was not aware what the foreign material was. Facility noted that there was no abnormalities on the accessories used for reprocessing facility did not note any comments or concerns regarding reprocessing. The root cause of the foreign material remaining in the subject device was unable to be specified. The event can be detected and prevented in accordance with the following IFU. IFU states that detection method in gif/cf-170 series operation manual chapter 3 preparation and inspection. IFU states that preventive measure in gif/cf-170 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor the field performance of this device.